Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported occlusion alarms occurred during basal delivery. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms, and resumed insulin delivery. The customer continued to use the pump for insulin therapy. There was no reported adverse impact.